Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/8/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed multiple unexplained pump reboots. Power rebooting was duplicated using the returned battery cap. The pump was run on a 24 hour basal program using the test battery cap with no intermittent power/reboot occurrence. The test cap securely attached to the pump. The pump was opened and an inspection was performed on the power circuit with no defects found. There was no moisture found internally. The returned battery cap was found to be damaged with torn and missing threads. It was unable to be attached to the pump and continual rebooting occurred. The battery compartment was found to be cracked at the threads above the bumper. The battery cap contacts were within specifications. Unrelated to the original complaint, the display screen was dim and discolored. Additionally, the audio bolus button cover was damaged but still responsive to user presses. The bolus button cover was removed and there was no moisture or contamination found inside the bolus button compartment.